Event description:
A customer reported via phone call indicating that they needed assistance with programing their insulin pump after it was replaced due to a button error of their last insulin pump. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer stated that they felt that they had high blood glucose because they were not wearing the insulin pump since the saturday prior to this call. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.